Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that premature battery depletion was noted on the implantable cardioverter defibrillator (ICD). The physician explanted and replaced the ICD. The patient condition was stable.